Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the coating was pulled back from the tip of the roadrunner the firm hydrophilic wire guide when the wire was removed from the package. The wire was not used for the procedure, and the product problem did not result in any reported impact on the procedure.